Event description:
Boston scientific crm received information that the patient with this device experienced syncopal episodes. A medical personnel faxed in rhythm strips for review and noted that oversensing was observed. A boston scientific crm technical services (ts) consultant reviewed the strips and concluded that the device was producing telemetry noise. The noise was able to be reproduced with pocket manipulations. Ts stated that all other measurements were normal, including sensing. Information was later received that the device checked out in all regards. As a result, no intervention has been scheduled. Information was later received that six years later this device was electively replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.